Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint sample was not returned for evaluation. Two unopened and unused samples from lot m6018t408 were returned. However, visual inspection of the devices revealed that the devices were intact. The catheter tubing was advanced and no signs of separation or detachment were noted. Microscopic inspection of the unused lot samples confirmed that the tubing was attached and there was evidence of adhesive on the tubing. The reported event cannot be confirmed. The device history record for m6018t408 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced ten different incidences, which were associated with separate units, involving unknown patients. This is the ninth of ten reports. Refer to 8030647-2016-00096 for the first report, refer to 8030647-2016-00097 for the second report, refer to 8030647-2016-00098 for the third report, refer to 8030647-2016-00099 for the forth report, refer to 8030647-2016-00100 for the fifth report, refer to 8030647-2016-00101 for the sixth report, refer to 8030647-2016-00102 for the seventh report, refer to 8030647-2016-00103 for the eighth report, refer to 8030647-2016-00105 for the tenth report. It was reported that the suction catheter disconnected and caused an open circuit. The catheter was replaced. No injury to patient was reported. Additional information has been requested but not provided at this time.